Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection unrelated to the implantable pulse generator (ipg) system but spread to the ipg system. The ipg system was explanted. No further patient complications have been reported as a result of this event.